Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue with matrix drawers is currently not resolvable and will still recur despite replacement of the drawers. A technical support specialist determined that the full height cubie drawer rail has been redesigned and is now less of a problem. However, the issues with the cubie drawer were resolved through a parts improvement, while the updated parts for the matrix drawers were scheduled for release in mid-june. The system functioned as intended after the technical support specialist investigated the device.